Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use identifies premature coil separation as a potential complication associated with use of the device. The device was stated to be available for return to the manufacturer, but it has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that during a vascular embolization, the practitioner used an embolization coil implant that released unexpectedly inside the patient, without activation of the detachment system. It was subsequently retrieved using a snare. Consequently, another coil of the same reference and lot number was used, and the procedure was successfully completed. There was also reported to be an increase in operating time of approximately 45 minutes.